Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
Additional information received october 22, 2015 from the clinical event committee. Per the cec discussion, (B)(6) stent fracture was presented at the cec meeting and was noted to be a classified as a class iii (stent fracture with preserved alignment of the components) stent fracture and fell under the unable to determine stent fracture categorization.

Event description:
This procedure was part of the (B)(6).the stent was implanted (B)(6) 2013, and the patient had their 1 year follow up (B)(6) 2015. The (B)(6) lab identified a type 2 stent fracture in the proximal third of the protege everflex study stent on the 1 year follow-up visit x-ray. The fracture was not identified by the study site.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.